Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 due to wound dehiscence. Once the ipg pocket was opened, it was discovered that the wound dehiscence was only superficial. As a result, the affected tissue was removed and ipg was re-implanted in the same pocket.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.